Manufacturer narrative:
Sample not received. The reported issue was unconfirmed. The root cause was not able to be isolated. It was noted that the arctic sun device would not cool. Tm performed a functional check with biomed and they verified the device was able to cool to below 6c. No further action is required at this time. The reported event is unconfirmed the labeling/packaging review is not required. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bd fss, spoke with them who initially stated the arctic sun device would not cool.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bd fss, spoke with them who initially stated the arctic sun device would not cool.